Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported the patient sides changes on (B)(6), it was causing pain when she voided. The patient mentioned she had been leaking all day like a nonstop waterfall and it kept soaking her pad. The patient mentioned her rear end was sore because she was sitting more during the evaluation because she was told to take it easy during the evaluation. It was noted the patient lower the level of stimulation to 3.5 so it was felt, but not painful. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported when she changed sides she kept on leaking nonstop and it was painful to urinate. The patient noted the stimulation was up to 3.5 on the left side and the patient leaked continuously for hours. The patient talked to a manufacture representative (rep) and they switched her back to the right side. The patient noted she was no longer in pain and she was on the right side at a stimulation of 1.6. Additional information from the consumer on (B)(6) reported she was talking to the rep and mentioned worsening symptoms and migration of the lead wire came up. The patient also noted they had pain when on the left side, so they switched back to the right side. Additional information from the consumer on (B)(6) reported her and her rep thought the wire had moved. The patient noted the evaluation ended on (B)(6). There were no further complications that have been reported as a result of this event.